Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the surgical procedure being performed? What anatomical structure was device being fired on when issue occurred? What troubleshooting steps were taken by surgeon to open device? Did the surgeon attempt to use the manual reverse lever? If so, how many strokes were performed? How was the device eventually removed from tissue? Did power knife return of device initial at all? What is the current patient status?

Event description:
It was reported that the knife of psee60a did not return back after firing. As soon as it happened, the surgeon pushed "reverse button" despite of it, it did not work. Patient status is ok because the surgeon changed open surgery from lap surgery and tried to open the closing jaw and remove it safely.

Manufacturer narrative:
(B)(4). Batch number: r58323. The analysis found that one psee60a device was returned with the anvil bent upwards and with one gst60w cartridge loaded in the device. The cartridge reload was received partially fired 1/2. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.